Event description:
The facility reported a fail code 810:11, which was reported to have occurred during patient infusion. Although attempt were made by baxter, details, were not available regarding additional contact information, patient demographics medication involved, or pump programming. The hospital rep stated that there have been no reports of any patient involving this pump since the last baxter service event.